Event description:
The lay user/pt contacted lifescan early 2009 and alleged that her lancets do not fully penetrate. The pt reported that the alleged issue first occurred five days prior at 3:00 pm. About 30 mins after the product issue began, she reportedly experienced "shaky, sweats, confusion, and collapsed". The pt did not receive any medical attention/treatment. At the time of troubleshooting, it was verified that this was not a new product. The pt was using a regular cap with the lancing device. Her technique for sample collection was reviewed and she was using the product according to instructions. The patient was using the appropriate depth setting. This complaint is being reported because the pt claimed to have experienced symptoms suggestive of hypoglycemia after the product issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.